Event description:
The following has been reported: display board. Lcd communication error. Device history record was reviewed but nothing linked to the reported event was observed. Device log history was not provided therefore no review could be performed. "The reported device was not returned to brézins for investigation as repairs were carried out locally. The provided video confirms the triggering of the technical error 43 which is linked to the reported event: "lcd communication error". As per technical manual instructions, the display board was replaced but was not provided for further investigation. Therefore, the reported complaint is confirmed and the root cause is likely due to a defective display board. To our knowledge this complaint is not being related to patient safety. This complaint is considered as valid the trend is normal. The reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action. Reporting as a conservative measure. No adverse effects were reported.